Manufacturer narrative:
This complaint was identified during a retrospective complaint review as meeting the criteria for an MDR and will be submitted to the FDA. (B)(4). The user facility biomed has determined that the cause of the reported event was that the device¿s gas delivery engine (gde) was malfunctioning. The user facility biomed replaced the device¿s gas delivery engine (gde) with one he had in stock and the device is now functioning as intended. Carefusion issued a return goods authorization (rga) number to the user facility for the return of the alleged faulty gas delivery engine (gde) for evaluation. As of the august 26, 2015 the alleged faulty gas delivery engine (gde) has not been received.

Event description:
The user facility biomed reported that during pre-use checks the device went inop. There was no report of patient involvement.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The carefusion failure analysis lab technician noted during evaluation: received the gde assembly and inspected the gde externally, no anomalies were found. Installed gde on to avea test station, powered in to user mode, gde alarmed circuit occlusion and ext high ppeak. No o2 related or vent inop alarms were seen. Cycled the power into service mode to inspect insp pres, exp pres, and insp flow pressure transducers calibration screens. While checking the pressure transducer calibration noticed that the exp pres transducer has about 335 a/d count shift in its calibration and ambient pressure, insp pres and exp flow are within spec specification. Exp pres transducer (xdcr2) located in the tca assembly is the defective component. Shift in a/d counts in ambient pressure transducer is causing circuit occlusion and ext high ppeak alarm. It is a known issue and has been addressed by an internal action. This issue is not a contribution to the reported complaint, it is an additional issue found during investigation. Continued evaluation by inspecting the o2 inlet pressure calibrations, were within specification. Successfully recalibrated o2 inlet pressure per test standard, previous calibration was accurate. Root cause/ findings: the reported condition was not duplicated. It is a known issue for the o2 inlet eeprom to lose its data and has been corrected per an internal method.